Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The temperature dot on the packaging has been triggered. There is no damage on the sheath or dilator tip. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon completion of the cardiac catheterization the doctor asked for a 6f angio-seal. When the technologist went to insert the arteriotomy locator/dilator into the sheath it did not click in place. They opened another one and the same thing happened. There is a sterile one that they were about to open but decided not to. The patient was not harmed they just had to hold manual pressure. There was no blood loss. Additional information was received on (B)(6) 2023: the procedure sheath was 6f x 10cm. The patient was in stable condition. There was no audible click heard. The physician tried to mate the locator with the hub, so did the technologist. They tried four times however, the locator separated after mating with the hub. The locator too loose and failed to stay in place. No click was happening.